Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge using the tandem usb cable and wall adapter. The customer's blood glucose (bg) was 121 mg/dl. The customer was sent a replacement usb cable. Multiple contact attempts were made by tandem technical support to determine if the replacement cable resolved the issue; however, the customer did not respond.